Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion." According to the customer: "reported incident: (B)(6) 2021 06:20 blink trial piptaz started on 18:00 on (B)(6) 2021 by the day staff running at 10ml/hr and total volume of 240mls of nacl 0.9% for 24 hrs. Received by the day staff and pump checked throughout all night infusion run at 10ml/hr however in the morning am around 6:15 on (B)(6) 2021 noticed the dilution bag (bling trial) was almost empty, and checked the rate again still running at 10ml/hr, with the total volume to be infused left (remaining) was 123.3 mls and the time remaining was 12 hrs 20 minutes. Paused the pump and showed to bed side staff nurse and nic, technically should have finished at 18:00 hrs on (B)(6) 2021 which will than be 24 hrs however it (bling trial 13.5gram in 240 nacl 0.9%) finished in 12 hrs. Not sure why it happen but the volume to be infused and time left in the pump was correct but unfortunately it finished 12 hrs early. Informed doctor too and advised morning team to review. No harm / near miss - no adverse outcome." No patient or user harm has been reported. Infusion of "10ml/hr and total volume of 240mls of nacl 0.9% for 24 hrs." No report of any delay, infusion finish before expected time. ""

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and the technician seal (44-02-003) on the lower housing were intact. The device shows age related signs of wear and tear and was slightly dirty. No visible damage was found. 2.2 a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the device history files were read out and analyzed. No abnormalities were found in the device history. 2.4 the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matches the required values and standards. All measured values are within our specification. 2.5 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -0,24%. 2.6 the device was disassembled, and the inside was investigated. Inside the device, liquid residues could be found, but no visible damage was found. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.